Event description:
It was reported that, during a cori assisted ukr surgery, a real intelligence robotic drill was locked together with a ri robotic drill attachment and a real intelligence robotic drill tracker. The procedure was completed, with a delay of less than 30 min, changing to manual procedure. Patient was not harmed beyond the issue reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Serial number updated.

Manufacturer narrative:
H3, h6. The real intelligence robotic drill attachment, part number rob10015, sn(B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment was stuck on the drill. When trying to run a kpc the ¿unlock collet¿ button does not release the stuck drill attachment. The drill was taken apart and it was found that the retaining nut was not in specification at 20 ft-lb, it had completely come loose from the drill attachment. The drill attachment retaining nut was tightened to specification at 20 ft-lb and the drill was put back together. A kpc test and case both passed without error. The most likely cause of this event is the mechanical lock nut became loose due to vibration. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The user manual provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from the us, it was reported that during a cori assisted ukr surgery, a ri robotic drill was locked together with a ri robotic drill attachment and a ri robotic drill tracker. The procedure was completed, with a delay of less than 30 min, changing to manual procedure. Patient was not harmed beyond the issue reported. Further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The ri robotic drill attachment, part number rob10015, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a loose drill attachment retaining nut. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill attachment, part number rob10015, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The drill attachment was stuck on the drill. When trying to run a kpc the ¿unlock collet¿ button does not release the stuck drill attachment. The drill was taken apart and it was found that the retaining nut was not in specification at 20 ft-lb, it had completely come loose from the drill attachment. The drill attachment retaining nut was tightened to specification at 20 ft-lb and the drill was put back together. A kpc test and case both passed without error. The most likely cause of this event is associated with a loose drill attachment retaining nut. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the part number or serial number and scope of this complaint, and no further escalation action is required. The user manual provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. As part of corrective actions, continuous improvements have been made to the assembly process. The assembly work instruction has been updated to include the application of a thread-lock compound to the drill attachment retaining nut during assembly. The failure mode will continue to be monitored through complaint investigation and trended through post market surveillance activities.